Event description:
It was later reported that there was no MRI performed "on or the day before (B)(6) 2012". No therapeutic or diagnostic measures were performed. It was unknown if the patient was in contact with any other emi during that day.

Event description:
A stopped pump was reported. It was stated that on (B)(6) 2012, the pump was noted to be in "safety mode/safe state." It was added that there was nothing unusual known to have caused the pump state. The patient experienced increased spasticity and was hospitalized. It was later reported that the pump was reprogrammed and started performing well and no more anomalies were identified. Drug delivered via the device was baclofen.

Manufacturer narrative:
(B)(4).